Manufacturer narrative:
Batch history review: the manufacturing file of the involved batch was reviewed. The batch is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of vena cava filters sold since july 2014. Investigation: either precise information about the incident nor x-ray pictures are available for analysis. No thorough investigation can be performed.

Event description:
The reporter called on behalf of her late husband who passed away. The patient was implanted with a vena cava filter to prevent blood clot to his heart. After implantation he started experiencing discoloration in his extremities and was hospitalized. He was later taken to a nursing home for rehabilitation. According to the reporter during his stay at the nursing home his doctor never visited and his health deteriorated. He was later transferred to a hospital where he was diagnosed with gangrene. One of his feet was amputated. The doctors at the hospital later decided to amputate the other foot. After the second surgery he had a massive stroke and died. Caller believed the stent may have contributed to his death.